Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify back light anomaly, charge/battery last less anomaly, rewind anomaly and missing segments/partial display anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump was hard to read. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had dimmed back light and battery notification fluctuates from one bar to full bar. Customer also stated that the insulin pump had grinding noise while rewinding, motor was slower to rewind and unexplained no delivery alerts. The insulin pump will not be returned for analysis.